Manufacturer narrative:
Age/date of birth: unknown, not provided. Sex/gender: unknown, not provided. Date of event is unknown/not provided. If implanted, give date: not applicable for cartridge. If explanted, give date: not applicable for cartridge. (B)(6). Device evaluation: complaint device was returned for evaluation. The cartridge was returned inside of the original tray. Visual inspection at 10x microscope magnification was performed. No damages in the cartridge was observed. No debris/particles inside the cartridge or at any sections of the unit were observed. Also, there was no debris or foreign matter inside the returned cartridge tray/lid or plastic bag. Only evidence of viscoelastic residues, ophthalmic viscosurgical device (ovd) was observed in the cartridge tube, tip, and loading zone. The reported issue of debris/particles or foreign material was not confirmed in the returned unit. The manufacturing production order (po) was evaluated and the devices were manufactured within specifications. The units were released according to specification. During manufacturing process, all lenses are inspected under 10x microscope magnification and defective devices are rejected. For cartridges, operators check the neck, tube and tip areas for cracks and bubbles. Operators also check the tip for any melting, roughness, dent or smash condition. A review of the complaints related to the production order was performed and the results revealed no other complaints for this order number. A historical complaint data review was performed and results did not identify any product deficiency. The directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the product. Based on the manufacturing record review, returned device analysis and labeling review, there is no indication of a product malfunction or product quality deficiency. All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that a white particle was noted on the zxr00 intraocular lens (iol) when the iol was about to be implanted. Reportedly, before inserting iol into the cartridge, there was no white particle and it was not confirmed whether the white particle came from the cartridge. No patient injury was reported. No further information was provided.